Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: dtba1d4 implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead dislodged. It was also reported that during the lead revision, the physician stated the lead have been twisted multiple times, stating the patient is a "twiddler". The physician also looked at fluoroscopy and noticed the right atrial (ra) lead had no slack and upon interrogation the ra sensing was low. Both leads were repositioned. No patient complications have been reported as a result of this event.